Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the ipg was explanted and replaced on (B)(6) 2023 to address the issue.

Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of inoperable ipg due to eol (end of life) was confirmed. Analysis of the returned ipg found that the device had normal battery depletion to the end of life (eol).